Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, broken battery compartment, and a loose dso seal. Functional testing was able to duplicate the reported issue. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement.